Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the product leaked in the packaging.

Manufacturer narrative:
Samples received: 2 unopened pouches and 2 open pouches but unopened ampoules with leakage signs. Analysis and results: there are no previous complaints of this batch, two complaints have been received at the same time for the same issue (400343147). (B)(4) of this batch were manufactured and distributed in the market. There are no units in stock. The samples have been checked and the 2 open pouches had 2 unopened ampoules but with leakage signs. The 2 unopened pouches have been opened and the ampoules did not show leakage and when applied the product it went out correctly. In the two ampoules with leakage have been checked and the sealing bar (yellow bar at the bottom of the ampoule) is wrongly sealed and there is leakage. The histoacryl machine for filling ampoules and packaging them into the pouches was designed to detect every empty pouch and non conforming ampoule. The defective products were discarded in a separate bin. In this case, most probably there had been too many non conforming pouches causing an overflow of the bin. The design of the bin at that time allowed that the faulty pouches could have fallen from the reject bin into the conveyor belt for the correct pouches. In (B)(4) l 2016 a corrective action in the reject bin put an outlet to the opposite side to the conveyor belt. In consequence, from that moment this defect should not occur again. The complained batch was manufactured previous to the corrective action implemented. Reviewed the batch manufacturing record, there is a deviation but not related to this complaint (dye content measurement).the product fulfilled b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfill b. Braun surgical specifications, we conclude that the complaint is justified. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: corrective action already implemented changed the design of the reject bin.